Manufacturer narrative:
Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve. The reported event was confirmed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. The sheath and dilator were prepared properly and inserted into the left atrium. The dilator was removed from the sheath and the physician attempted to aspirate the sheath from the flush port. A medium leak of blood was noticed, no pressure line was attached at this time. No air leak was observed. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. The sheath and dilator were prepared properly and inserted into the left atrium. The dilator was removed from the sheath and the physician attempted to aspirate the sheath from the flush port. A medium leak of blood was noticed, no pressure line was attached at this time. No air leak was observed. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.